Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right side perforated fallopian tube / left side migrated into abdominal cavity'), pelvic inflammatory disease ('chronic inflammation, all pelvic organs were inflamed and swollen'), hodgkin's disease ('hodgkin lymphoma disease / cancer diagnosis') and autoimmune disorder ('autoimmune issue') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii in 2006 and parity 2 in 2006. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal discomfort, uterine inflammation, ovarian enlargement, fallopian tube enlargement and uterine scar. In (B)(6) 2008, the patient experienced polymenorrhagia ("had period every 10 days/ heavy menstrual bleeding"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy, I had an unplanned pregnancy"). In (B)(6) 2009, the patient experienced neuropathy peripheral ("neuropathy in left arm and face") with facial spasm. In 2009, the patient experienced rash ("rashes") and autoimmune disorder (seriousness criterion hospitalization). In 2010, the patient experienced psoriasis ("psoriasis on scalp and neck"). In 2011, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient was found to have hodgkin's disease (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced allergy to metals ("allergy to nickel / allergic reaction"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("chronic back pain"), dyspareunia ("painful sex"), ovulation pain ("painful ovulation"), coital bleeding ("bleeding after sex"), impaired healing ("slowed or delayed healing complications from the chemo") and loss of libido ("sex life has not returned"). The patient was treated with surgery (transvaginal hysterectomy, laparoscopic retrieval of essure coils) and . Essure was removed on (B)(6) 2013. In (B)(6) 2009, the pregnancy with contraceptive device had resolved. On (B)(6) 2013, the rash had resolved. On (B)(6) 2013, the fallopian tube perforation and migraine had resolved. At the time of the report, the pelvic inflammatory disease, abdominal distension, back pain, allergy to metals, impaired healing, autoimmune disorder and psoriasis outcome was unknown, the abdominal pain, dyspareunia, ovulation pain, coital bleeding and loss of libido had not resolved and the polymenorrhagia, hodgkin's disease and neuropathy peripheral had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was in (B)(6) 2008 and estimated date of delivery was on an unknown date. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2009. 4489.65g was the reported birth weight. The apgar scores were 7, -1 and -1 (at 1, 5 and 10 minutes). The reporter considered abdominal distension, abdominal pain, allergy to metals, autoimmune disorder, back pain, coital bleeding, dyspareunia, fallopian tube perforation, hodgkin's disease, impaired healing, loss of libido, migraine, neuropathy peripheral, ovulation pain, pelvic inflammatory disease, polymenorrhagia, pregnancy with contraceptive device, psoriasis and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical records received: reporter was added, no new clinically significant information added. Intervention details updated: surgerytransvaginal hysterectomy, laparoscopic retrieval of essure coils. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right side perforated fallopian tube / left side migrated into abdominal cavity'), pelvic inflammatory disease ('chronic inflammation, all pelvic organs were inflamed and swollen'), hodgkin's disease ('hodgkin lymphoma disease / cancer diagnosis') and autoimmune disorder ('autoimmune issue') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida ii in 2006 and parity 2 in 2006. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) with uterine inflammation, ovarian enlargement, fallopian tube enlargement, uterine scar, pelvic pain and abdominal discomfort. In (B)(6) 2008, the patient experienced polymenorrhoea ("had period every 10 days"). In (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device ("pregnancy, I had an unplanned pregnancy"). In (B)(6) 2009, the patient experienced neuropathy peripheral ("neuropathy in left arm and face") with facial spasm. In 2009, the patient experienced autoimmune disorder (seriousness criterion hospitalization) and rash ("rashes"). In 2010, the patient experienced psoriasis ("psoriasis on scalp and neck"). In 2011, the patient experienced migraine ("migraines"). On (B)(6) 2012, the patient was found to have hodgkin's disease (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced allergy to metals ("allergy to nickel / allergic reaction"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("painful sex"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain") and abdominal distension ("abdominal bloating") and experienced ovulation pain ("painful ovulation"), loss of libido ("sex life has not returned"), coital bleeding ("bleeding after sex") and impaired healing ("slowed or delayed healing complications from the chemo"). The patient was treated with surgery (hysterectomy) and . Essure was removed on (B)(6) 2013. In (B)(6) 2009, the pregnancy with contraceptive device had resolved. On (B)(6) 2013, the rash had resolved. On (B)(6) 2013, the fallopian tube perforation and migraine had resolved. At the time of the report, the pelvic inflammatory disease, autoimmune disorder, allergy to metals, menorrhagia, back pain and abdominal distension outcome was unknown, the hodgkin's disease, polymenorrhoea and neuropathy peripheral had resolved, the psoriasis and impaired healing outcome was unknown, the abdominal pain and dyspareunia had not resolved and the ovulation pain, loss of libido and coital bleeding had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period was in (B)(6) 2008 and estimated date of delivery was on an unknown date. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2009. (B)(6) was the reported birth weight. The apgar scores were 7, -1 and -1 (at 1, 5 and 10 minutes). The reporter considered abdominal distension, abdominal pain, allergy to metals, autoimmune disorder, back pain, coital bleeding, dyspareunia, fallopian tube perforation, hodgkin's disease, impaired healing, loss of libido, menorrhagia, migraine, neuropathy peripheral, ovulation pain, pelvic inflammatory disease, polymenorrhoea, pregnancy with contraceptive device, psoriasis and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. Allergy to nickel, left side perforated fallopian tube, right side device fell out embedded in abdomen wall (interpreted as device dislocation), chronic inflammation (interpreted as pelvic inflammation) and pregnancy are listed in the reference safety information for essure. The other events are unlisted. Unintended pregnancies may occur during essure use. In this case, the perforation and migration/perforation could have contributed the device's lack of efficacy. Nevertheless, considering the exact dates and mechanism were not provided, causal relationship between these events and essure use cannot be excluded. As temporal relationship between allergy to nickel and pelvic inflammation and essure use is positive and given the fact that these events may occur during essure use, causality cannot be excluded. Regarding the events autoimmune issue and hodgkin lymphoma disease, considering the pathophysiology of events and local action of essure, causality is assessed as unrelated. Since a hysterectomy was required to remove the devices, this case is regarded as incident. Product technical complaint investigation received: based on the available information there is no reason to suspect quality defect. Further information will be obtained through litigation process.